Event description:
The customer reported via phone call that their inserter does not fire their sensor. The customer stated they had to tap along the top of the inserter for the sensor to be released. Customer reported the sensor and needle would break a part as a result. The customer's blood glucose was 78 mg/dl. Troubleshooting found the customer had proper insertion techniques. The customer's sensor will be returned and replaced.

Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and found sensor needle separated from sensor base.